Manufacturer narrative:
Analysis reports the insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Also the pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched display window, loose/protruded drive support disk, stained end cap sticker, shifted end cap sticker, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer states the button was not held down for 3 minutes. The customer's blood glucose level was 102 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.